Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issue was identified. Customer changed the pumped supplies and resumed insulin delivery. There was no reported adverse impact to the customers blood glucose level.